Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) inspected and found a faulty module board. The fse replaced the board and tested the drawer using the hardware test application (hta). The fse also checked and cleared debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 2.2 hardware failure and remote smart service (rss) status shown online. The customer attempted to recover and restarted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.